Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using the pre-close technique via an 8.5f sheath hole prior to a cardiac ablation procedure. Reportedly, a cuff miss [device needles not engaging with the cuffs] occurred with 2 prostyle devices in a row. The sutures of 2 new prostyle devices were successfully pre-placed, and the cardiac ablation procedure was completed using the same 8.5f sized sheath. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.